Event description:
It was reported that the patient faced Cannula fell off event on (b)(6) 2026.

Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: Spain. Name- Medtronic MinimedStreet-18000 Devonshire StreetCity- Northridge State- CA Zip Code- 91325. Based on the available information, this event is deemed to be a Reportable malfunction.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. When additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.